Event description:
Medtronic 670g insulin pump: this device does not work with any consistency. Cgm is challenging to get accurate, if at all. I have had several replaced and still unable to get them to last 7 days (lucky to get 3 days) and they are not accurate. Many times it gets caught in a closed-loop and medtronic support says to wait it out. This usually takes you out of auto mode and many times the sensors end up erroring out anyway. The algorithm handles lows beautifully. Highs seem to be a super challenge for it. Typically I will sit in the high 100's or low 200's several hours after food. It also doesn't easily let you bolus to come down. You just stay high waiting for the algorithm and pump to work it out. There is also an over abundance of alarms that keep you up all night. Add to it all the alarms you get due to errors, you don't get much sleep and it is stressful during the day when you are trying to concentrate on other things. Medtronic says there is a learning curve to using the pump and cgm. They give you tons of tips/tricks to try out. By the time you have exhausted everything suggestion, you are several months into the process. Considering I have been on many insulin pumps over 20 years and had tons of success with the dexcom cgm. I decided I wanted to go back to that regime. Unfortunately medtronic will not return the device since it's been past 30 days. It takes several months of troubleshooting to conclude this device doesn't work for you. At that point you are committed for 4 years to a device that doesn't work because they won't return it. Has caused lack of sleep and stress.